Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead became extrinsic ally distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(6). (B)(4)..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that during implant the right ventricular (rv) lead was faulty/damaged. The lead was opened and not used, another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.